Manufacturer narrative:
Evaluation summary: one ls1520 was received for evaluation. Visual inspection found that the purple activation button was disengaged from the device. The customer reported a component disengaged. The reported condition was confirmed. The investigation found that the purple activation button was disengaged from the device body. No visible damage to the button or weld were found. Quality engineering has been notified of this type of failure before and it was determined that the disengaged purple activation button is a design issue. A design improvement plan has been initiated to address the disengaged purple activation button. The investigation identified the root cause of the reported event to be a design issue. A CAPA has been issued. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was opened for a right lobectomy, cholecystectomy, wedge resection of diaphragm, ivc resection procedure but it was not used in surgery because the purple activation button had broken off. Another instrument was opened and used in surgery. There was no patient injury.